Event description:
Customer reported an alarm 2 followed by an alarm 26, indicating an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin, and no additional assistance was necessary, so the case was closed.